Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue (B)(6) 2012. Dilations performed in (B)(6) 2012, (B)(6) 2016 prior to explant. Device explant occurred without issue on (B)(6) 2016. Linx device found in the correct position/geometry. Patient's dysphagia symptoms have improved after explant.